Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k that there was foreign matter and an unspecified "damage" to the product. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 10-apr-2024. H.6. Investigation summary: bd received 3 samples in support of this complaint from catalog 367846, lot number 3257773. The samples were visually inspected and show 2 damaged tubes with a scratch on the outside wall of the tubes and a tube with a black particle inside the tube. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause of the customer¿s indicated failure modes could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported prior to using bd vacutainer® edta 2k that there was foreign matter and an unspecified "damage" to the product. There was no health impact or consequence reported.